Event description:
A 28 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were inserted into a patient for endovascular treatment of an abdominal aortic aneurysm in 2001. Vessel morphology and aneurysm sizing are unknown. It was reported that the handle of the reusable deployment handle was cranked about 15 times and the slide ring retracted about half way, but the graft cover was not retracting. The device was removed from the patient, and another bifurcated stent graft was used to complete the case. No additional clinical sequelae were reported, and the patient is reported to be fine.